Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that: "an lma bronchoscope got stuck and when attempting to release it, hit the vocal cord causing minimal trauma - mild irritation & erythema where the scope passed. Sore throat was determined likely, no bleeding or inability to eat to our knowledge. No emergency care was required. They were able to be discharged from the op procedure as expected."

Manufacturer narrative:
(B)(4). The representative sample was returned to the manufacturer for evaluation. The manufacturer reported: according to the device history record review, no abnormality was found. The sample return to manufacturing site was not the actual sample but representative sample from same lot. Based on the complaint description, the lma evo cuff pilot device was used, followed by the insertion of the fiberoptic bronchoscope. The complaint description only mentioned that the bronchoscope became stuck, and during it release, it hit the patient's vocal cords. No further details were provided. According to the IFU, the bronchoscope (in the et tube) should be release through the et tube once the et tube is correctly placed in the patient's trachea. The root cause of the complaint could not be determined because it was unclear how the process was carried out in relation to the IFU, and whether the equipment was adequately lubricated.

Event description:
It was reported that: "an lma bronchoscope got stuck and when attempting to release it, hit the vocal cord causing minimal trauma - mild irritation and erythema where the scope passed. Sore throat was determined likely, no bleeding or inability to eat to our knowledge. No emergency care was required. They were able to be discharged from the op procedure as expected.".